Event description:
It was reported that an infusor had separated tubing. The device was filled with 5 mg of hydrocortisone in 18 ml of water for injection. The occurrence date is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was recieved and evaluated by baxter. Visual inspection found that the tubing was separated from the set-cap. A portion of the tubing remained inside the tubing cap and had a jagged edge which suggested that the problem was caused by excessive force during product use. Should additional relevant information become available a supplemental report will be submitted.